Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling system was used during a cystocele repair procedure on (B)(6) 2010. This is the same case and patient as MFR report # 3005099803-2011-00599. This report pertains to the first of two devices. According to the complainant, the procedure was completed successfully and the patient was determined to be recovering normally several days post procedure. It was reported that the vaginal incision was an inverted "u" incision. On (B)(6) 2010, the patient was admitted to the emergency room with leg pain and had difficulty lifting the left leg. The patient was seen by an orthopedist and it was determined that a sterile abscess had formed by the patient's obturator muscle on the patient's left side. The fluid was aspirated out of the pocket, and no bacteria was present. The exact cause of the abscess is unknown. The patient was administered unasyn perioperatively and cipro postoperatively for five days. It was reported that the patient's current condition is "stable".